Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 11 manual power ups between the 1st may 2007 and the 10th february 2016, the longest of which last 2 minutes 27 seconds duration. No further log entries were recorded. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute time outs recorded, previous experience suggests faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, it is therefore assumed the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.